Manufacturer narrative:
Based on the info received and the visual and functiona results, no conclusion could be reached as to what may have caused the reported incident. The instrument was reloaded and fired. It fired and formed all the staples as designed with no difficulties noted. The staple heights and staple formation were measured and were found to be conforming with respect to manufacturing requirements. Manufacturing and engineering have been notified of the reported incident. Co strives to understand each incident as it is reported in order to continuously improve co's products.

Event description:
The device was used during a low anterior resection procedure. After checking perfect doughnut, the surgeon found a little leakage. There was no pt consequence.